Manufacturer narrative:
Device evaluation has started but is not yet complete.

Event description:
It was reported that the device was just in for a recall and now has problems with ECG readings. The emt attained faulty readings, while testing the device on himself. He was getting elevated st waveform with tombstone top to t segment. The emt had himself checked at the hospital and all was fine. He suspects either the pic unit or the 12 lead cable has a problem.